Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During initial shoulder-tep unknown side it had not been possible to finally fix the pe-cup in the epiphysis. Another inlay was available and fixed without issues. Surgical delay about 2 minutes, no adverse patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual analysis of the device shows signs of attempted to being assembled with the mating device and then tried of extraction. The mating device was not returned for evaluation, therefore the report allegation cannot be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? (B)(4) rev d current & manufactured. Dimensional inspection drawing: (B)(4) rev d feature: diameter of coupling surface. Specification: 32.95 mm +/- 0.10 mm measured dimension: 32.95 mm result: conforming measurement device: caliper mitutoyo cd-6" asx ID# cd78620 device history lot: bfarm DHR review request: product description: dxtend stand pe cup d42 +6mm product code: 130742206 lot number: 5400499 please provide: 1) quantity manufactured: (B)(4) 2) date of manufacture: 03/24/2022 3) any anomalies or deviations identified in DHR: none. No deviation or non-conformance was identified. 4) expiry date: 02/28/2027 5) IFU reference: w90930 rev. D.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the surgery was performed after the humeral fracture left.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.